Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material#: mz5310 and lot#: 25089063 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20aug2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd maxzero pressure rated extension set had separated. The following information was provided by the initial reporter: connector came off and went across the room. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse events, only complaints of having to restart IV¿s needlessly and the risk for infection with disconnected lines. Causing stress to nursing staff having to re-do work. Can you please provide an exact date of event in format dd-mmm-yyyy? Continuous in all depts. Since we have started using this product. Has gotten better with inservice. Product should be ready to use when pulling out of the packaging. Staff shouldn't have to remember to tighten the connections and get a ¿running start¿ with the spinner cuff. Did you find any leakage? Yes, IV¿s disconnect and or leak.